Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a, 980 ventilator had a battery failure. There was no patient involvement at the time of the event.